Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink solution administration sets had cracked tubing near the ports resulting in leakage. This was observed during patient infusion of total parenteral nutrition solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.